Event description:
The user facility reported that the skull pins lacerated the patient's head. Additional info was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.